Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 294-400mg/dl. The bg levels were addressed by insulin on board, delivering a correction bolus and administering a manual injection. The customer performed a supply change and the occlusion alarms continued. Multiple system checks were performed and the pump performed as intended each time. No damage to the cannula was noted. A supply change was performed and insulin deliveries were successfully resumed.